Event description:
It was reported that the patient experienced withdrawal, especially symptoms of tachycardia and diaphoresis. Per reporter patient had experienced withdrawal symptoms last week. It was indicated that a roller study showed a motor stall. It was later reported that the motor stall had not recovered and could possibly be due to MRI. The pump was replaced as of the date of this report and was stated to have been disposed of by the facility. Patient was later reported to be doing fine. Drug delivered via the device was morphine.

Manufacturer narrative:
Catheter model: 8731, serial # (B)(4), implanted: (B)(6) 2004, explanted: unk.